Manufacturer narrative:
(B)(4).

Event description:
It was reported that after another half hour and it failed, I started a ble scanner search and after two minutes found the deacon lj and it loaded the last two hours of values was reported occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of after another half hour and it failed, I started a ble scanner search and after two minutes found the deacon lj and it loaded the last two hours of values was reported is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.